Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and siemens determined that parameters, international sensitivity index (isi) and mean normal prothrombin time (mnpt), used to determine international normalized ratio (inr) results were incorrect for the extended prothrombin time (pt) protocol. As per siemens instructions, the customer updated the isi and mnpt for the extended pt protocol. The customer did not report an inr result when they reported the elevated pt result. The customer performed an internal investigation on the affected sample. The customer determined that the sample volume was sufficient and verified that the sample integrity was good. Siemens further investigated the data provided by the customer and determined that quality controls (qcs) recovered within acceptable ranges on the day of the event. There were no reports of discordant results on other patient samples and no indication of a reagent or system malfunction. The customer did not have specific details regarding the medication(s) administered to the patient between the initial sample collection and the consecutive sample collections. Siemens determined that the change in pt results between initial and redrawn samples was typical for a patient that was identified as bleeding and administered treatment. There is no indication that the elevated pt result was discordant and the physician(s) did not question the elevated result. The patient's condition potentially contributed to the elevated pt result. The reagent and system are performing according to specifications. No further evaluation of these devices is required.

Event description:
A flagged, non-numerical prothrombin time (pt) result and a flagged, non-numerical pt international normalized ratio (inr) result were obtained on a patient sample on a sysmex ca-1500 system, using the dade innovin reagent. The sample was repeated on the same system with the extended dade innovin pt protocol, resulting in an elevated pt result. The elevated pt result was reported to the physician(s), who did not question the result. The patient was admitted to the hospital for presentation of gastrointestinal bleeding (gi bleed), where the patient's blood was re-drawn 30 minutes after the elevated result was obtained. The new sample was run on a non-siemens methodology, resulting lower. The patient's blood was re-drawn again and run on a non-siemens methodology, resulting lower than the elevated result obtained using the dade innovin reagent. The results obtained on the redrawn samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the elevated pt result.